Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had detected noise with isometrics on this defibrillation lead. This noise did inhibit pacing for ten seconds and an inappropriate shock. A boston scientific crm technical services (ts) consultant and physician suspected leads reversed in the header from recent device change out procedure.

Manufacturer narrative:
The defibrillation lead was successfully revised. To date, there have been no reported patient symptoms associated with this clinical observation. Should any additional information related to this event become available, this event will be updated. Further information has been requested from the field representative for event clarification. The device remained implanted for over four more years, was explanted and returned for analysis. The reason for the explant was unknown. Detailed analysis is pending.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In addition, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range